Event description:
Same case as 2134265-2012-00525. It was reported that during a superficial femoral artery angioplasty and stenting treatment procedure, a balloon catheter became stuck to a guide wire. The greater then 80% stenosed target lesion was located in a non tortuous and moderately calcified distal superficial femoral artery (sfa). A sterling 6.0x60/135(4f) balloon catheter was selected for post dilation of an unspecified manufacturer's stent. The balloon tracked poorly over a v18 control wire and the physician encountered friction while removing the balloon. The guide wire and the balloon catheter became stuck to one another. The guide wire and balloon catheter were removed from the patient as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status is excellent.

Manufacturer narrative:
Age at time of event greater the 50 years old. (B)(4).

Event description:
Same case as 2134265-2012-00525. It was reported that during a superficial femoral artery angioplasty and stenting treatment procedure, a balloon catheter became stuck to a guide wire. The greater then 80% stenosed target lesion was located in a non tortuous and moderately calcified distal superficial femoral artery (sfa). A sterling 6.0x60/135(4f) balloon catheter was selected for post dilation of an unspecified manufacturer's stent. The balloon tracked poorly over a v18 control wire and the physician encountered friction while removing the balloon. The guide wire and the balloon catheter became stuck to one another. The guide wire and balloon catheter were removed from the patient as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status is excellent.

Manufacturer narrative:
Device evaluated by manufacturer the sterling balloon catheter was received with a guide wire for related complaint. The wire was inside the lumen of the catheter. The inner shaft was buckled adjacent to the bond that joins the inner and outer shaft components. There was no other damage to the catheter. The guide wire was kinked. The guide wire was removed from the lumen of the catheter without any unusual resistance. Measurements of the outer diameter were taken with a calibrated laser micrometer. Calibrated pin gauges were used to measure the inner diameter of the wire lumen. All measurements are within specification. The reported catheter-guide wire interaction was not confirmed. There was no evidence that the reported difficulty and confirmed damage to the device were attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).